Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: unspecified mentor gel-filled breast implant. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a mentor gel-filled breast prosthesis (catalog number unknown, left side implant) that had a moderate amount of gel bleed. As a result, the device was removed and replaced with a mentor 450cc memorygel breast implant on (B)(6) 2017. Originally, this event was reported to mentor as a unilateral rupture with granuloma (right side). It was subsequently reported via asr on mentor report submission number (B)(4). However, on (B)(6) 2018, mentor was made aware that the left side device was also removed during the same explantation surgery for reported gel bleed. Since mentor was made aware of the left side event after (B)(6) 2018, we are no longer eligible to submit this event via asr. Thus, it will be reported as a 30-day MDR with an awareness date of (B)(6) 2018, the date the field experience report was received and reviewed.

Manufacturer narrative:
Device evaluation summary: the device was returned to mentor with clear gel inside. No foreign material was observed within the device. White material and gel were observed on the shell surface. The product evaluation team (pe) discovered parallel lines of shell wear on the anterior aspect, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. The customer complaint for gel bleed could not be confirmed. Per the mentor website, ¿there has been ongoing discussion concerning small molecules of the liquid components of silicone gel, which may pass through an implant shell and into the body. Minute amounts of ¿bleed¿ occur in all silicone-filled breast implants. It is important to note that all mentor gel implants are low bleed. Worldwide studies on the subject of bleed have not linked it to illness in patients.¿ gel bleed is inherent in the use, design and/or materials specified for these devices, and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).